Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 19, 2017, it was reported that the device was taking a thinner graft than it was set for and a second graft had to be harvested. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was november 10, 2016 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on may 25, 2017 revealed that the thickness lever was rough and hard to adjust. The calibration was out at the zero setting only and the motor speed was within specification. The control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on may 25, 2017 which included replacement of the seal and retaining ring, thickness lever, and bearings. Air dermatome, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was taking a thinner graft than it was set for and a second graft had to be harvested¿ was confirmed since during initial inspection that the thickness lever was rough and hard to adjust and the calibration was out at zero setting. The reported event was confirmed since during initial inspection that the thickness lever was rough and hard to adjust and the calibration was out at zero setting. The root cause that the device was taking a thinner graft than it was set for and a second graft had to be harvested cannot be specifically determined with the provided information. The issue was resolved with the replacement of the seal and retaining ring, thickness lever, and bearings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). No code available: additional procedure. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was taking a thinner graft than it was set for and a second grated needed to be harvested. No additional patient consequences were reported.